Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller was defective. The field service engineer replaced drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. Initial reporter facility name e1. - (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es was offline and not able to power on. The customer reported that the station was entirely inoperable for several hours, which caused a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.